Manufacturer narrative:
Additional information. Device evaluation: although the reported event was not duplicated during the evaluation of the returned equipment, analysis of the extracted log file from the console confirmed the speed was unable to be increased above 4300 rpm. Inspection of the returned motor, serial number (B)(4), confirmed damage to the motor cable (medwatch MFR #2916596-2019-00203 ). This damage to the centrimag motor cable had potential to contribute to the reported event. The returned centrimag console was tested on a mock loop with both a test motor and the returned centrimag motor, serial number (B)(4) and flow probe, serial number 92519 . The unit performed as expected with no issues with normal set speeds. No alarms sounded. The console¿s battery (serial number (B)(4)) had expired. The battery was replaced and a full battery maintenance was successfully performed. The unit underwent a full functional checkout and passed all tests. The console will now be returned to the customer site. The centrimag system operating manual states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support". The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The manufacturer is closing the file on the event.

Manufacturer narrative:
This event involved two products. The other product (centrimag motor, us, serial number (B)(4)) was reported under MFR # 2916596-2019-00203. Approximate age of device ¿ 0 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was unable to increase rpms above 4300 rpms. No alarms noted and patient stable with 5 lpm flow. Patient tolerated system change without any injury noted. Motor and console in question isolated and taken in for further investigation. No additional information was reported.